Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer declined to provide the blood glucose level at the time of the incident. Customer reported a crack at the battery compartment. Customer stated she is afraid that the battery will have issues with this crack. The customer stated it might have been due to dropping the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken battery tube threads, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked reservoir tube lip.